Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The customer reported problem of an occlusion alarm was confirmed by service as a downstream occlusion. The cause was due to the downstream occlusion sensors being out of calibration, which were recalibrated to resolve the issue. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.